Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported the patient had an infection from an implant in the past. No further complications were reported.

Manufacturer narrative:
Evaluation conclusion code corrected. All previously reported codes are still applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2018 clarified that the past infection was related to a knee replacement. No further complications were reported.